Event description:
Health care professional (hcp) reported employee of facility was transporting 1550 device when caster/wheel fell off causing the device to tip over. In the process, the employee attempted to prevent device from falling, which resulted in muscle strain in shoulder and back. Employee was under the care of a physician and lifting restrictions of 10 pounds. Employee went to physical therapy (pt) 3 x week. As of 6/28/1999, employee was released from the care of the phsyician and the lifting restrictions and no longer goes to pt.